Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: release valve defective occured. Self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the logfile analysis confirmed that on the reported date the ventilator did not start up during preoperational check. The failure messages in the logfile indicated that a defective ambient valve (part n° msp160290) was the root cause of the incident. As a correction, the technician exchanged the ambient valve, restarted the ventilator and successfully ran all tests. The device worked as intended again and is back in use. This incident did not cause any harm to the patient or user but if an ambient valve were to malfunction during ventilation (and the staff does not intervene) it could lead to a deterioration of the state of health of the patient. Therefore, this case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: release valve defective occured. Self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.